Manufacturer narrative:
One device was received for evaluation. Visual inspection was performed. A review of the event history log was able to confirm the reported problem. Functional testing was able to determine that the root cause was due to the anomaly in the downstream occlusion sensor. The downstream occlusion sensor was replaced, and the device then passed all functional tests. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that no blockage alarm was triggered during the downstream detection. This occurred during infusion at patient's home. There was a patient involvement, but no patient harm or adverse event reported.

Event description:
It was stated that no blockage alarm was triggered during the downstream detection. This occurred during the pre-use check at patient's home. There was no reported patient involvement.

Manufacturer narrative:
B5 and patient information - updated. H3/h6 - test data. One device was received for evaluation. Visual inspection was performed. A review of the event history log was able to confirm the reported problem. Functional testing was able to determine that the root cause was due to the anomaly in the downstream occlusion sensor. The downstream occlusion sensor was replaced, and the device then passed all functional tests. The service history review had no indication that the complaint was related to a service of the device within the review period.